Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit's internal battery wont charge. Based upon the information provided, the device was being set up for use. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that battery will not charge and shows 9.4vdc and 90%. The rse advised the customer that the battery or pm pcba may be faulty and to try a different battery and run unit. If the unit's battery partially discharged, then see if it charges to determine if it is the battery or pm pcba causing the issue. The customer stated the battery is barely a year old and would not charge even after being plugged in overnight. The customer provided the error code in the drpt1124, 10:58.16am, 09-20-2021, cbit battery failed (first sign of battery failure). The customer got another battery from another v60 that was known to be running well. He ran the device unplugged to deplete the battery then charged the battery overnight and it charged okay.